Event description:
Could not stand up on her feet [difficulty in standing] felt a boiling in her knee after the injection [injection site joint discomfort] severe pain [knee pain] case narrative: based on additional information received on 07-oct-2019, this (B)(4). Was found duplicate of (B)(4).. Hence all the information from this case was merged into (B)(4). And (B)(4). Would be prepared for deletion initial information received on 27-sep-2019 from canada regarding an unsolicited valid serious case received from a patient via call center. This case involves an unknown age female patient who experienced could not stand up on her feet (latency: unknown), felt a boiling in her knee after the injection (latency: same day) and severe pain (latency: same day), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication(s) and family history were not provided. On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate, dosage of 6ml, once (batch, indication: unknown) in her knee. In formation on batch number was requested. The same day, patient experienced severe pain and felt a boiling in her knee after the injection. As a corrective treatment for her pain, her doctor gave her naproxen and it helped with pain some. She was also icing her knee. Since an unknown date in (B)(6) 2019, after unknown latency, the patient could not stand up on her feet and needed a cane now and was not cooking or cleaning. This event was leading to disability. On (B)(6) 2019, patient had an MRI done and was scheduled to meet her arthritis specialist on (B)(6) 2019. Action taken: not applicable for all the events. Corrective treatment: cane for could not stand on her feet; naproxen and icing for all events. Outcome: unknown for all events. A product technical complaint was initiated and results were pending for the same. Based on additional information received on 07-oct-2019, this (B)(4)was found duplicate of (B)(4) and (B)(4)would be prepared for deletion.

Event description:
Could not stand up on her feet [difficulty in standing]. Felt a boiling in her knee after the injection [injection site joint discomfort]. Severe pain [knee pain]. Case narrative: initial information received on 27-sep-2019 from c(B)(6) regarding an unsolicited valid serious case received from a patient via call center. This case involves an unknown age female patient who experienced could not stand up on her feet (latency: unknown), felt a boiling in her knee after the injection (latency: same day) and severe pain (latency: same day), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication(s) and family history were not provided. On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate, dosage of 6ml, once (batch, indication: unknown) in her knee. In formation on batch number was requested. The same day, patient experienced severe pain and felt a boiling in her knee after the injection. As a corrective treatment for her pain, her doctor gave her naproxen and it helped with pain some. She was also icing her knee. Since an unknown date in (B)(6) 2019, after unknown latency, the patient could not stand up on her feet and needed a cane now and was not cooking or cleaning. This event was leading to disability. On (B)(6) 2019, patient had an MRI done and was scheduled to meet her arthritis specialist on (B)(6) 2019. Action taken: not applicable for all the events. Corrective treatment: cane for could not stand on her feet; naproxen and icing for all events. Outcome: unknown for all events. A product technical complaint was initiated and results were pending for the same.